Event description:
Additional information was received from the manufacturer representative. It was reported that the itb system was implanted on (B)(6) 2018 and the catheter was replaced on (B)(6) 2019 due to migration. It was clarified that the representative meant that the hcp a spirated drug from the reservoir when it was initially reported that they aspirated drug "into" the reservoir. It was reported that the patient experienced the symptoms that she has before the implantation of the pump. The cause of the catheter migration was unkn own. It was noted that the pump was a minimum rate. The catheter that was explanted was destroyed and would not be returned. The replacement catheter information was an 8780 with a lot number of 0215717788. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# 0215185198 serial# n/a implanted: (B)(6) 2018,explanted: (B)(6) 2019, product type catheter. H6: patient code: code c76143 no longer applies to the event. Eval code method: code 114 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0215185198, serial#: n/a, implanted: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that after 6 months of implantation the physician checked the catheter access port (cap) and could not aspirate. After the x-ray he decided to replace the catheter due to migration. Moreover, during the last refill the physician aspirated again the cap and he was unable to aspirate the drug of the catheter. Finally, he decided to aspirate the drug "into" the reservoir and filled the pump with sodium chloride 0.9%. The pump is in minimum rate mode and the patient is safe. It was reported that on 2019-jan-24, the physician replaced the ascenda catheter 8780 lot 0215185198 with a new 8780 due to migration. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient status was alive, no injury. No further complications were reported and/or anticipated.